Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Legal counsel for patient further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and cup loosening with no significant bony ingrowth. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004 and that a subsequent revision procedure occurred on (B)(6) 2008 due to unknown reasons. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and cup loosening with no significant bony ingrowth. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-01643 / -05123).

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."